Event description:
User facility medwatch #06-0031-1999-0019 was received on 1/28/99. It states "pt in or for laproscopic cholecystectomy. Protective sheath on abdominal trocar failed to retract after insertion into abdomen. Blade advances and penetrated the liver. This event required an open procedure and repair of laceration of liver. Pt is in ICU." 2/4/2000 vm message to rep to provide surgeon name, number and address. 2/14/2000 another vm message to rep to provide surgeon name, numbe and address. 2/15/2000 rep responded he spoke to the risk mgr at the account and they will not provide the surgeon's info. No further attempts will be made.